Event description:
It was reported that a right ventricular leadless pacemaker failed to separate from the catheter during initial implant. Blood clots were noted on the catheter's tethers after catheter and device were removed from the patient. Doctor suspected the clots may be the cause of the separation failure. A new device and catheter were used to complete the procedure. Patient was stable.

Event description:
Related manufacturer reference number: 2017865-2025-96365 it was reported that a right ventricular leadless pacemaker failed to separate from the catheter during initial implant. Blood clots were noted on the catheter's tethers after catheter and device were removed from the patient. A new device and catheter were used to complete the procedure. Patient was stable.